Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with a pd treatment. There was an air detected in cassette warning during fill 4 of 5. The patient disconnected and then reconnected self from the system. Then patient cancelled treatment and found fluid inside of the cycler. There was fluid leaking inside of the cassette door. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and air dry and has been used since with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported discovering a fluid leak associated with a pd treatment. There was an air detected in cassette warning during fill 4 of 5. The patient disconnected and then reconnected self from the system. Then patient cancelled treatment and found fluid inside of the cycler. There was fluid leaking inside of the cassette door. Fluid was in the pump module area and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The nurse said the patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient let the cycler sit and air dry and has been used since with no further issues.